Manufacturer narrative:
Based on the claim against the product by the customer noting recoverable error 23013, an investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the patient side manipulator (psm) to resolve the reported issue. An isi did not receive a da vinci product to perform failure analysis. Therefore, the root cause of the alleged customer reported failure mode has not been determined. This complaint is reportable malfunction event due to the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 2 arms. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the system had recoverable error 23013 on the patient side manipulator (psm) 1. An intuitive surgical, inc. (Isi) technical support engineer (tse) checked the logs and confirmed error 23013 on the psm1. The customer was proceeded with two arms. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred during procedure. The system functionality was checked upon powering on the system and the system had no issues. The system initially booted up with error on the master tool manipulator -left (mtml) which was resolved by power cycle. The universal surgical manipulator (usm) was disabled due to the error 23013.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the patient side manipulator (psm) 2 involved with this complaint and completed the device evaluation. Failure analysis (fa) was unable to reproduce, but could confirm as having occurred via field error logs. Visual inspection was performed. The psm 2 was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Fa performed tests via matlab which was passed.

Event description:
Refer to h10/h11 for follow-up information.